Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor was unable to run detect and treat testing. The cause for the failure was isolated to corrupt programming. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.